Event description:
It was reported that, "the restoration cone body 25 + 30 that came from loaners west was opened onto the field where on inspection, the operating room team noticed that the implant had some transfer from the packaging. We were not able to get another implant to the hospital in time nor could we go up in size diameter. The doctor decided to autoclave the implant and implant it into the pt. Packaging was forward to stryker orthopaedics for inspection."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.